Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the monopolar energy was unable to be activated. The customer stated that after two power cycles, the issue remained. The erbe generator displayed c-34 and c-00 error faults. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the issue. Tse had the caller confirm that there was no computed tomography (CT) scanner nearby or any other generator unit being used. The customer noted a persistent erbe generator issue, so they connected the force triad generator. It was further reported that at the time of the issue, the monopolar energy was working fine, but bipolar energization was getting the 2-8a message. Tse explained that when multiple generators are used, these errors display. The instrument recognition issue only occurs when a 2nd generator (e-100) is active. When energy on e-100 stops, the erbe generator should recognize the instrument and the instrument should be useable again. The isi tse recommended the customer ensure that the e-100 and erbe generator were connected to a dedicated, noise-free, and well-grounded ac power outlet and that the e-100 instrument cords were routed as far as practical from the other instrument cords connected to the erbe generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed. The procedure was delayed, however unknown by how long.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse was able to replicate the reported issue and replaced erbe generator to resolve the issue. After replacement, the system was tested and verified as ready for use. Isi received the erbe generator and failure analysis was able to confirm and reproduce the reported issue. The erbe generator was placed on an in-house system and run in normal mode. On startup, the unit displayed error c-34 indicating a component failure. The complaint was confirmed based on failure analysis.